Event description:
It was reported by the patient that he had a bilateral hernia repair and a removal of a cyst from the left sacral on (B)(6) 2001. He states about two to three years ago he started to have abdominal and groin pain, worse on left than right side. The patient has another hernia repair on the right side approximately two to three years ago. The patient reports he has had continued pain since his surgery. The physicians have been unable to identify a cause with CT scans or colonoscopy.

Manufacturer narrative:
In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2012-02339. The same patient is represented in each medwatch.